Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels of 359 mg/dl. The customer's blood glucose level at time of call was 480 mg/dl. The customer reported having symptoms of abdominal pain. The customer treated with a manual injection. The customer was sent a tubing clamp to test for an occlusion, however the customer did not call back to perform the test. The product was not returned for analysis.